Event description:
It was reported that a clinical study (a4010 vercise dbs registry) patient had a wound infection. The lead was exposed and the patient was treated with medication and underwent a surgical revision of the temporoparietal fascia flap. The patient is recovering from the procedure. The event was deemed to be probably related to the implant procedure and device.

Manufacturer narrative:
Correction to the initial MDR in block h10. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for additional and surgical intervention. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: (B)(6), model: db-2202-45, serial: (B)(6). Batch: 5174252

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a wound infection. The lead was exposed and the patient was treated with medication and underwent a surgical revision of the temporoparietal fascia flap. The patient is recovering from the procedure. The event was deemed to be probably related to the implant procedure and device.